Manufacturer narrative:
The customer¿s report of the device infusing at the wrong rate was confirmed. Analysis of the pcu event log shows that on (B)(6) 2018 the user incorrectly entered the duration as 24 minutes at 3:51 pm and then 23 minutes at 4:01 pm for the secondary infusion of a custom concentration of oxacillin. This resulted in incorrect rates of 625ml/hr and 396.5ml/hr. The secondary infusion completed at 4:25 pm and transitioned to the primary infusion at 100 ml/hr. The rate of 100ml/hr that was reportedly seen by the nurse at 5:30 pm was the rate of the primary infusion at the time the nurse paused and channeled the device off. The volume recorded as being infused between 3:03 pm and 5:30 pm on (B)(6) 2018 was 30.69ml for the primary infusion and 299.027ml for the secondary infusion. The root cause of the device infusing at the wrong rate was user programming, in selecting minutes rather than hours for the duration.

Event description:
The customer reported that a bolus dose of oxacillin 2g infused as expected at 1500. At 15:51 a 24 hour dose of oxacillin 12g was then hung as an IV piggyback and programmed to run for 23.5 hours but infused faster than expected. The oxacillin 12,000 mg/250 ml had an estimated bag volume of 250ml + 25ml overfill + 120 ml oxacillin = 395ml total vtbi. At 17:30, the rn went into the room and noticed the oxacillin rate was at 100ml/hr instead of 16.5ml/hr as ordered. Approximately 100-150ml was infused, and the infusion was immediately stopped. No patient harm was reported.

Event description:
The customer reported that an ordered bolus dose of oxacillin 2g at 1500 infused as expected. At 15:51 a 24 hour dose of oxacillin 12g was hung as an IV piggyback and programmed to run for 23.5 hours as an ivpb and infused faster than expected. Oxacillin 12,000 mg/250 ml vtbi estimated volume per bag = 250ml + 25ml overfill + 120 ml oxacillin = 395ml per bag. At 17:30, rn went into room and noticed oxacillin rate was at 100ml/hr instead of 16.5ml/hr as ordered. About half of the bag (100-150ml) was infused, and the med was immediately stopped. No patient harm was reported.